Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported, reaching out for their continuation aligners. And the byte support team noticed, some gum issues. The byte team said, that the patient gums are recessing. And it has become more severe.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.